Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing and low out-of-range pace impedance measurements. Troubleshooting revealed that the noise oversensing was replicated with pocket manipulation when the device paced the right ventricle. The physician plans to revise the lead. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Additional information received indicates that this device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.